Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3587a25, lot# n165959, implanted: (B)(6) 2009, product type: lead. Product ID: 3587a25, lot# n161298, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had two stimulators but the most recent one that was implanted on (B)(6) 2012 on the right side was removed. The patient had issues in the past with surgeries and staph infections when a doctor was installing and managing. The patient was then referred to a different doctor for consultation to re-implant the right stimulator just last year, about 4 months ago, but she did not get an implant yet. The reason why it was removed was because the patient was having pain on that side where the ins was located and then when the healthcare provider (hcp) took it out they said it was a defective battery. It was noted that she was still charging the battery prior to it being removed. The hcp decided not to re-implant another one on the right side because of infection. The patient could not remember when the infection started or when the ins was taken out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.